Manufacturer narrative:
As part of normal complaint follow-up, an evaluation of the event has been initiated by mako surgical. A supplemental report will be submitted when additional information becomes available.

Event description:
This pi is for the robot used in the primary procedure. The event was manipulation under anesthesia (mua) happened at (B)(6) institute, (B)(6) after primary total knee arthroplasty. The patient was enrolled in an active investigator initiated study (2016-001) with title "post-market study of robotic-arm assisted total knee arthroplasty".

Event description:
This pi is for the robot used in the primary procedure. The event was manipulation under anesthesia (mua) happened at rothman orthopaedic institute, center city, philadelphia, pa after primary total knee arthroplasty. The patient was enrolled in an active investigator initiated study (2016-001) with title "post-market study of robotic-arm assisted total knee arthroplasty".

Manufacturer narrative:
Update to d2. Reported event: this pi is for the robot used in the primary procedure. The event was manipulation under anesthesia (mua) happened after primary total knee arthroplasty. The patient was enrolled in an active investigator initiated study (2016-001) with title "post-market study of robotic-arm assisted total knee arthroplasty". Product evaluation and results: product inspection was not performed as product was not returned for inspection. Product history review: product history review was not conducted as lot number was not provided. Complaint history review: complaint history review was not conducted as lot number was not provided. Conclusions: the failure could not be determined as the product was not available for inspection. No additional investigation or specific actions are required. If additional information is received then the complaint will be reopened.